Manufacturer narrative:
Report date: 05aug2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested. If new information is received, a follow up report will be submitted.

Event description:
It was reported that the ventilator would not go into standby for high flow. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the gas delivery system (gds) to address the issue and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
The gas delivery system (gds) assembly was returned for failure analysis. Visual inspection of the gds assembly revealed no evidence of damage or contamination. The gds assembly was installed in the failure investigation test ventilator to duplicate the reported problem. The root cause of the reported failure is the out of specification u1 on the air flow sensor pcba created the air flow accuracy test to fail and o2 accuracy test to fail.